Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient was getting a new lead implanted because she was diagnosed with ms and wanted full body comparability. The rep reported that intra-operative testing connecting showed impedances were normal. The rep reported that in the pacu electrodes 7 and 8 showed do not use. It was unknown what led to the issue. The rep programmed around electrodes 7 and 8 and coverage was good. The issue was resolved. No further complications were reported.